Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/28/2018 that on (B)(6) 2018 a gap in readings was reported. No product was provided for evaluation. Data was received for evaluation, data review confirmed the reported event of a gap in readings. A probable cause could not be determined via data. No additional event or patient information is available.